Event description:
It was reported that the patient underwent surgery for unknown reason involving a previous non-bsc device. A new inflatable penile prosthesis (ipp) was implanted. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).